Event description:
It was reported that during a pt transport the fowler of the cot was swinging. It was also reported there was oil residue on the fowler gas cylinder. There was reported pt involvement; however, no adverse consequences have been reported.